Event description:
Initial report: this non-serious case was received from a nurse on 01/14/2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. This case involves a female pt who developed granulomas 7 months after the last vial of poly-l-lactic acid (sculptra) therapy was administered. The first vial was given in 2008, and the second and last vial was given in 2009. No other treatment details were provided. Relevant medical history and concomitant medication info were not mentioned. Action taken: not applicable. Corrective treatment - unk. Outcome - not recovered/ not resolved.